Event description:
The customer reported to vyaire medical that the lap top 1000 ventilator shutdown while on a transport, but indicated there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was able to verify the customer complaint regarding unit shutdown during a transport. The customer confirmed that there was no patient involvement. The reported failure was found to be caused by a drained internal battery. Visually inspected uut (unit under test) found a physically damaged dove tail on the rear weldment along with a physically damaged warning label. During investigation, uut was connected onto a known good ac adapter, the "external power" led illuminated solid green with "charge status" illuminated solid red indicated a drained battery. After several minutes, the "charge status" led illuminating flash ember and solid ember indicated the battery being charge. Uut was then powered on and passed post test with no issues. It underwent vent check and passed alarm test, display test, button test, and leak test. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.